Event description:
It was reported that the patient received multiple inappropriate shocks due to atrial tachycardia/atrial fibrillation with rapid ventricular rate. Patient also had complaint of shortness of breath and palpitations. The device was at elective replacement indicator. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.